Event description:
As reported by the user facility ((B)(4)): pump-no flow, no flow or stop of infusion - 5fu.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Manufacturer narrative:
(B)(4). We received one used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was not closed. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. In addition, the sample was filled up to the nominal volume (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the sample. Nominal: 2 ml/h; actual: 0.3 ml in 1 h; 0.6 ml in 2 hrs; 1.0 ml in 3 hrs. The flow rate of the sample is not in accordance with the specification. The definite cause for the too slow flow cannot be determined. During the test of the flow rate we did not detect any leaks at the sample. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 60-30-s without original packaging. As received condition, clamp clip is closed and no wing cap is observed at the pump. Big top cap is opened and discofix cap is removed. No crystallized/solution residue is detected at cap valve. Additionally, detected air bubble at triangle tube (just before filter). Clamp clip is released. No flow is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). Immediately observed flow of solution. It can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.